Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator changeout, the right ventricular lead exhibited an insulation abrasion. The lead was capped and replaced. Following the event, the dependent patient was in good condition.